Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient is having difficulty charging as the ipg seems to be flipped.

Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient is having difficulty charging as the ipg seems to be flipped.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to the patient's ipg being located in a fold of skin that would not allow the patient to charge her ipg. During the procedure, the new ipg was moved up to the left flank area where it could be charged easily. The patient was doing fine following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient is having difficulty charging as the ipg seems to be flipped.

Manufacturer narrative:
Additional information indicates that no revision will be scheduled at this time.